Manufacturer narrative:
The device was returned to the regional investigation center for inspection. And the following reportable malfunctions were identified, during the device evaluation: image defects (noise, flickering), water ingress into the camera, water ingress into the cable, water ingress into the main body (lens), scratches on the main body (lens), discoloration of the main body and a cracked connector. Based on the results of the investigation. It is likely, the following led to the malfunction: for the newly identified malfunction of image defects (noise, flickering), it was due to water ingress into the camera and cable. For the rest of newly identified malfunctions mentioned above, it is likely, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited image defects (noise, flickering), water ingress into the camera, water ingress into the cable, water ingress into the main body (lens), scratches on the main body (lens), discoloration of the main body and a cracked connector. There was no patient involvement.